Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod for longer than 48 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended. When the patient removed the pod, they reported that the cannula looked bent and flattened. As treatment, the patient injected insulin, and placed a new pod. The pod was discarded.

Manufacturer narrative:
Please see b.5 and h.6 for corrected information regarding the reported event.

Event description:
The patient also reported that there were a bunch of bubbles in the pod viewing window, which prevented them from seeing if the cannula was inserted.